Manufacturer narrative:
The pump was received with an alarm due to a faulty component on the remote frequency board. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed radio frequency failed self-test multiple times. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was between 140 and 160 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.